Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx promus stent delivery system (sds) noted no blood or contrast visible. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the hypotube at the distal end of the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the dislodged stent may have aided in the investigation and determination of cause. It is possible the stent was inadvertently handled during removal of the protective sheath however this could not be confirmed. A conclusive cause for the reported stent dislodgement could not be determined however analysis of the returned product did not indicate any evidence of a product quality deficiency. A review of the device lot history record did not reveal any associated nonconformances that could have contributed to the reported event. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for stent dislodgements.

Event description:
It was reported that during preparation of the 2.5 x 23 mm promus stent delivery system (sds), when the device was removed from the protective hoop, the stent dislodged from the sds balloon. Another device was used to complete the procedure. There was no patient involvement. No additional information was provided.